Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta shaft allegedly separated during delivery. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one ultraverse rx pta dilatation catheter returned for evaluation. During visual evaluation, the device in two segments. Segment 1 consists of the inner guidewire lumen and the balloon. Segment 2 consists of the remaining catheter shaft of the device and inflation hub. No functional testing was performed due to the nature of the complaint. Therefore, the investigation is confirmed for the reported detachment issue as the device was completely detached and returned into two segments. A definitive root cause for the reported detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure via contralateral approach below the knee, the pta balloon shaft was allegedly separated during delivery. There was no reported patient injury.